Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an endovascular aneurysm repair (evar) procedure, balloon rupture occurred. The target lesion was located in the moderately calcified and severely tortuous abdominal aorta. After a non bsc stent graft was implanted, the 27/7/2/100 equalizer balloon catheter was used for post dilation. However on the first inflation, the balloon ruptured at an unknown atmosphere. No kink was noted on the device prior to use and no resistance was encountered during the procedure. The balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.